Event description:
The aeon endostapler consists of a handle and reload. During thoracic lobectomy, the surgeon was using an asr60ps reload on a parenchymal firing. A small rivet was found inside the patient after firing. All pieces were accounted for and no issues resulted from this. The staple line was reported to be fully intact and dry. There were no issues with staple use or application. No patient harm.